Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, when patient tried to get back into bed after visiting the bathroom he said he slipped off the bed and fell on the floor. The patient sustained banging of the arm/hand/neck, has a black eye and a muscle strain. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.